Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator expiratory valve coil and turbine module was faulty. No goods have been returned for technical investigation. The evaluation of the received ventilator logs can confirm the turbine module failure. The issue regarding the expiratory valve coil cannot be established by the log evaluation. The cause of this turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new ventilator devices and as spare part. The ventilator device involved in this complaint was manufactured before the improved turbine was implemented. H3 other text : 4114.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).